Event description:
It was reported that a 6f angio-seal device was deployed without complication. Eight to ten hours post-deployment, the patient began to bleed and the patient returned to the hospital. A syvek patch was placed and manual pressure was applied for 10 minutes. The patient is reportedly doing well. No additional information is available from the hospital.